Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 5. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2024, non-osseointegration was verified. Patient presented with bone type iii and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and bleeding. No further patient complications were reported.